Event description:
Caller states the patient tested 5.2 inr on the coaguchek test system and 2.7 inr on a comparison lab. Coumadin was reportedly held for 1 day due to device result. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, strip lot 450a-h12, exp 5/31/2008, cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.